Event description:
Report claims the speed control dial engaged a drive command on the smartdrive unit without any physical manipulation from the end-user. This action reportedly caused the user to collide into an immoveable object which resulted in a serious injury requiring medical intervention.

Manufacturer narrative:
Permobil australia received a report claiming the speed control dial having initiated a drive command without any physical manipulation from the end-user. This action reportedly forced the end-user to maneuver their wheelchair into an immovable object which resulted in the end-user losing upright positioning and falling out of the seating where they sustained bi-lateral fracturs to their legs. Due to an increase in reports of similar failures, CAPA 25-007 was implemented. Investigation found a potential issue where if an intermittent loss of connection occurs between the speed control dial and smartdrive electronics, an involuntary activation of the drive motor could occur. Further engineering analysis concluded that this anomaly would only occur if the speed control dial was powered on and in a forward rotated drive position but in stand-by mode. If the connection is lost and re-introduced while in this position, the electronics could potentially interpret the re-introduction of signal as being a new command to engage the drive motor. As this type of failure can be reproduced and has the potential to occur with all versions of speed control dial, as part of the CAPA, permobil has implemented a product recall for all speed control dials in the market, z-2538-2025, z-2539-2025, z-2540-2025. The end-user will be provided with a switch control button to replace the affected speed control dial.